Event description:
An issue was reported involving occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer declined additional troubleshooting, and technical support documented the issue and closed the case without taking further action.